Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured and a pinhole was noted at the side of the tip. There was a back flow of blood into the inflator circuit when negative pressure was applied before inflation, and it was determined that rupture has occurred before inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition after the procedure.